Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported by the patient¿s relative that the patient has seemed to be getting worse since the cardiac resynchronization therapy defibrillator was implanted a year ago. The relative had questioned disabling the defibrillator functionality of the device. The device is still in use. No patient complications have been reported as a result of this event.